Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming "cassette was not attached." The pump was on the patient, but the patient was not harmed. A continuous infusion rate of 2 ml per hour had been programmed, with a total reservoir volume of 92 ml and a remaining volume of 92 ml. The upstream sensor was off. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.